Event description:
The company received a report where it was claimed that visual inspection of the device revealed discoloration that appeared to look like mold. The customer reported that this was observed while the tube was in use on a pt. The end clinician elected to replace the tube. The tube was replaced without incident.

Manufacturer narrative:
No analysis or conclusion can be established at this time because no sample or lot number have been provided for investigation. The sample is expected to be returned, but has not yet been received at the mfg plant for investigation. If the sample is received, and significant info is identified during the investigation, a summary of the investigation results will be provided in a supplemental report.